Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID: (B)(4).

Event description:
It was reported that acute stent thrombosis occurred and the patient later died. Vascular access was obtained via the right femoral. The 80% stenosed, eccentric shaped, de-novo, 18mm in length target lesion was located in the mildly tortuous, non-calcified, 2.5mm in diameter mid left anterior descending (lad) artery. The ejection fraction was 40%. Following pre-dilation with a 2.5 maverick balloon catheter, a 2.50x20mm taxus¿ liberté¿ stent was deployed in the target lesion. The stent was not post-dilated and the procedure was completed. The patient was given clopidogrel and aspirin. Twenty-four hours after the procedure, the patient presented with dyspnea and precordium pain. An EKG showed an increase in st. The patient was catheterized and stent thrombosis was noted with no flow to the distal artery. Angioplasty was performed to the stent and the patient was given tirofiban. The patient was later pronounced dead.